Manufacturer narrative:
Investigation summary: this complaint is for misidentification of streptococcus mitis as streptococcus pneumoniae when using phoenix panel pmic/ID-107 (448607) batch number 0210485. The customer did not return isolates or panels, however did return lab reports for investigation. To investigate, a total of four (4) retention panels from the complaint batch as well as two (2) control panels from different catalog numbers, one from a pmic/ID-108 and one from a smic/ID-101 were tested using a phoenix 100 instrument using in house isolates of streptococcus mitis (a2366) and evaluated for identification results. Two (2) of the four (4) retention panels from the complaint batch identified correctly as streptococcus mitis while the other two (2) panels identified incorrectly as streptococcus pneumoniae. Both control panels identified correctly as streptococcus mitis. This complaint is confirmed due to the two retention panels from the complaint batch yielding incorrect identification results. A review of quality notifications revealed no quality notifications for the complaint batch.   A review of complaints revealed three (3) additional complaints for the complaint batch not related to this specific issue. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that the phoenix identified organism as s. Pneumoniae but isolate is p disk negative."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the phoenix identified organism as s. Pneumoniae but isolate is p disk negative.